Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed software error detected. The customer¿s blood glucose level was 107 mg/dl. The customer stated that they were able to complete the pump rewind. The customer stated that self test was performed for the pump error and it did not passed. The insulin pump will not be returned for the analysis.